Event description:
It was reported that there were concerns this pacemaker exhibited premature battery depletion (pbd) and longevity issues. Technical services (ts) reviewed the reports and determined the device was depleting prematurely. Ts recommended device replacement. The device remains in use. No adverse patient effects were reported.